Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a family member regarding a patient receiving unknown baclofen (2000mcg/ml at 400mcg/day) via an implantable pump. The indication for use was intractable spasticity. It was reported that the mother of the patient heard the pump critically alarm today. The pump was filled about a week ago, so it was possible the reservoir volume was not updated but they also didn't recall hearing the non-critical alarm leading up to today. The manufacturer's technical services specialist (tss) reviewed possible magnet exposure causing the alarm or an issue with the pump was also possible. The patient did not have symptoms at time of call earlier today. The healthcare provider (hcp) was going to look at session report and contact the family and go from there. The patient lived two hours from clinic. Tss reviewed to interrogate pump as soon as possible to determine the cause. The healthcare provider called in the next day and reported that the patient reported hearing 2 tone alarm from the pump starting last night. The hcp stated that patient was "fine clinically" but had experienced some "mild tightness, some sweating, withdrawal" but was "clinically stable." Tss advised the hcp to check logs and pump logs showed that the pump defaulted to minimum rate. The patient was at school when this occurred. Tss advised the hcp to program pump back to the desired settings and update the pump. The hcp did so and then reinterrogated to ensure there were no alerts. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) who reported that the pump logs showed that the pump defaulted to minimum rate on "(B)(6) 2024 at 10:45 am." On (B)(6) 2024, the pump was delivering at 500.6 mcg/day. Then after the pump defaulting to minimum rate it was delivering at 12.7 mcg/day. The patient also experienced agitation related to the event. On (B)(6) 2024 at the visit, the patient was medically stable; however, she was having what appeared to be mild withdrawal symptoms. Per the hcp, they did not have any oral baclofen at home, so the hcp called in an order of baclofen which the family would pick up on the way home. The patient was to take 30 mg when they obtained the medicine. Then they could give 10 or 20 mg every 3-4 hours as needed and were to keep the hcp updated. If she continued to do well, they could discontinue the oral baclofen and monitor, and the hcp would see her again at her scheduled refill in late august. A week or two after the visit, the patient¿s mother contacted the hcp with more information reporting that her pump started beeping at around 10:00 am in the morning at her school and when she talked to the school, they noted that a new employee who had a programmable vp (ventriculoperitoneal) shunt was working with the patient at that time. The hcp asked the patient¿s mother to try to get more information about the shunt, but the hcp had not heard anything back.